Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump became unresponsive and would not power on after being submerged in a pool for an extended period while worn, and a replacement device was shipped with the original pending return. Symptoms included hyperglycemia with reported values up to 320 mg/dl for approximately 8¿9 hours, without ketone testing, medical intervention, or acute complications. Outcomes included interruption of insulin delivery from the ilet, patient self-management with syringe dosing of fiasp followed by transition to a backup insulin pump, and continued cgm monitoring. Investigation included review of the event history and shipment records and inspection of the returned device. Investigation of this device revealed a device malfunction consistent with fluid ingress affecting the pump¿s electronics and user interface, resulting in a screen and power failure. It was concluded, based on previously established findings for similar reports, that exposure to liquid resulting in device failure was the likely cause.